Event description:
Device 2 or 3. See also 1526439-2011-00202 and 1526439-2011-00204.

Manufacturer narrative:
No anomalies were found with the returned screw. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device. (B)(4).